Manufacturer narrative:
(B)(4). One flexiva 200 laser fiber was returned broken in two pieces. The first piece measured approximately 59.3 cm from the top of the connector to the break and kinks were noted. The second piece measured approximately 259.7 cm from break to tip and kinks were also noted. Exposed glass portion of the distal tip measured approximately 0.5 mm and was consistent with a fracture, likely as a result of handling during the procedure. Additional examination under magnification revealed that the fiber tip was fractured with a portion detached. The condition of the returned device confirms the reported event. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2019. According to the complainant, during procedure, the laser fiber was broken upon opening the package. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached.